Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction was updated on 3/30/2026.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a signal loss occurred. The sensor was inserted into the skin. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No serious or prolonged patient harm or medical intervention was reported.